Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an af procedure, a perforation occurred. After crossing the septum with the catheter, the catheter was attempted to be moved to the left atrium. The catheter was pushed parallel to the guidewire, but the catheter was in the myocardium or the epicardium. The device was pulled back the catheter into the right atrium and was able to maneuver the device into the left atrium. An echocardiogram at the end of the procedure should no pericardial effusion and the patient remained in stable condition throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.